Manufacturer narrative:
The event was confirmed by intra-operative photos showing a gap around the implant, attributed to swelling in the temporal area during surgery. The implant appeared smaller due to pressure from the brain swelling. During the surgery on june 19, 2024, the peek implant (ID (B)(6)) was successfully placed using additional burr hole covers and meshes, causing a 115-minute delay and it was originally reported to be a delay of 121minutes. The implant was designed per request and met all quality standards. The CT scan used for planning indicated significant brain swelling, which likely caused the fit issue. No post-op scan is available to confirm this. The patient was brain-dead before surgery, and no harm occurred due to the implant. The implant was designed and manufactured correctly. The issue is linked to brain swelling, not a product defect. No corrective actions are needed, and the complaint has been logged.

Event description:
The stryker representative reported that during the surgery, the implant for the patient was too small and did not fit. There was a reported surgical delay of 121 minutes.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
The stryker representative reported that during the surgery, the implant for the patient was too small and did not fit. There was a reported surgical delay of 121 minutes.